Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's spouse that the patient has had problems with pain ever since implant. The physician reported that during the implant procedure, they 'probably hit a nerve.' The patient reports that the pain is slowly improving. It was further reported that the device was explanted a month later due to the patient's pain. No further patient complications have been reported as a result of this event.